Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was failed back surgery syndrome and non-malignant pain. The patient reported that they had been seen by home health nurses who would meet them and fill their pump at different places. The patient found out they were having to fill the pump under fluoro and every time they would fill it, within just a little while, the patient was confused, sleepy, and found out they were missing the pump with a significant amount of medication and they couldn't talk to the patient for 24 hours because ¿they were confused and they weren't where they were¿. The patient had not had that problem since they quit going up there.